Manufacturer narrative:
A boston scientific crm technical services consultant discussed the clinical observations with the caller. The caller stated that they will leave the lead in unipolar configuration as this appears to be the second time it has happened. The caller will discuss the issue with the patient's physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead had triggered the lead safety switch (lss) due to out of range impedance measurements. Today, all lead measurements are normal in both configurations around 500 to 600 ohms. In bipolar configuration, there was one measuring of 1070 ohms during pocket manipulation.